Event description:
Questions: a. Please confirm, if the instrument was used, during surgery. If yes, was surgery time extended? B. What was the duration of the delay? C. Please provide the product/part number and lot number of the unknown sleeve trials (srom 16b small sleeve trial). D. What do you mean by "damaged"? Is it broken, bent, stripped or cracked? Answer: ¿yes, it did delay surgery by 5 min. As we had to disengage the trial from the impactor and impact the trial into the femur to continue the surgery¿.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot ; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sleeve was damaged and would not engage into impactor to trial.